Event description:
This senior medical surveillance specialist reviewed information the patient / layperson gave to a customer care advocate, cca, on 06/05/09, alleging the cap on her lancing device was loose followed by elevated blood glucose, later speaking with the patient to clarify and obtain additional information. On an unrecalled date, the cap cracked and became loose. Intermittently, the cap remained on the lancing device so that the patient could obtain blood to perform a test. The last day the patient used the lancing device (she no longer recalls the exact date), the cap "flew off" the device as the patient punctured her finger, causing the lancet to puncture too deeply, forming a lump on her finger. The patient elected to discontinue testing as a result, but continued taking her daily metformin medication. During that time frame, the patient's blood glucose would be "too high or way too low" based upon how she felt. In 2009, the patient felt shaky in the afternoon and ate chocolate candy to successfully relieve the symptom; the patient did not attempt to use the lancing device. The patient tests four times a day, using the afternoon test as a reminder that she may need something to eat; e.g., if blood glucose is 80, the patient eats to prevent falling to 60 or 65, when she becomes symptomatic. Because the patient alleged that she could not test due to a cracked lancing device cap and had hypoglycemia as a result, the complaint is reported.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.